Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 534mg/dl. The mother stated that the customer was sick possibly with a virus. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the bolus history and found that the boluses were not matching. The mother stated that the drive support cap appears to be normal. The caller stated that the insulin pump alarmed no delivery. Advised the mother that a replacement of the device would be sent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with rattling vibration due to the vibrator motor adhesive not adhering.